Event description:
It was reported to boston scientific corporation on november 23, 2009, that a wallflex enteral colonic stent was used during a stenting procedure to relieve a colonic obstruction performed in 2007. According to the complainant, the stent was placed successfully however, expansion was noted as "poor". It was reported that the poor expansion was likely attributed to impacted fecal matter in the colon. There were no procedure related adverse events reported. The patient was discharged the following day. Six days later, that patient experienced a "re-obstruction due to "bad general health status" and "fecal impaction". No treatment was provided and she subsequently expired two days later. The cause of death is noted as "not colorectal cancer related". However, the patient's final malignant diagnosis was "advanced colorectal adenocarcinoma'. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
As the patient has expired it is unlikely that device will be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.